Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a "call your doctor" icon. The error code was 505. This code appears when there is an invalid setting on the ins. It was noted that the patient needed to be seen by an hcp and interrogated with an 8840 programmer to reset the setting. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3093-33, lot# v896639, implanted: (B)(6) 2012, explanted: na; programmer, model 3037, serial# (B)(4).